Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level reached 17.8 mmol/l (320.4 mg/dl), while wearing the pod between 1 and 4 hours. It was noted that the patient was unsure if the cannula inserted properly into the infusion site and was bent upon removal. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in an improper insertion of the cannula; a root cause for the reported event could not be determined. The exposed portion of the soft cannula was found to be bent and torn. Fluid was able to flow through the soft cannula but the tear allowed fluid to exit prematurely. It cannot be determined when or how the bend and tear of the soft cannula occurred. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.